Event description:
It was reported that during a da vinci s hysterectomy procedure, a frayed cable was noted. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. For clarification purposes, the customer initially reported a frayed cable, however, the damaged instrument component observed was a broken cable. Based on this clarification, the customer reported complaint was confirmed. One grip close cable was broken at the distal idlers. Idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. Other cables at wrist are not damaged. Instrument had 5 uses left. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.